Event description:
It was reported that "device shows user advisory 18 upon initialization of the lifeband on the patient. It then ask the user to restart the device." But to no avail. No adverse event reported.

Manufacturer narrative:
The reported "user advisory 18 (max take-up revolutions exceeded) was confirmed in the archive files. Evaluation of the returned platform revealed both patient head restraints were split/cracked, and the battery bay cover was missing. The patient head restraints and battery bay cover were repaired. Power distribution board was also replaced. The board passed functional and final testing. The likely cause for the reported event may be physical damage as indicated by missing/damaged components (patient head restraints and battery bay cover). No adverse event reported.